Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a recently received fluid warmer was alarming over-temp at 47 degrees. Patient involvement unknown.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good condition, no visual defects were noted. Per functional testing, the device alarms as intended. The complaint was not confirmed. The most probable cause would be user error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance (pm). Changed o-rings, reservoir gasket and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email. The event occurred on the biomed dept. No patient involvement was reported.